Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under warnings, number two states, "failure to properly align and completely seat the components together can lead to disassociation". The user facility was notified of the event on (B)(6), 2011. To date, a response has not been received from the user facility. In the event that the user facility submits a medwatch report, biomet will forward a copy to the FDA. This report filed (B)(6), 2011.

Manufacturer narrative:
Review of device history records show that lot released with no recorded anomaly or deviation. This report filed (B)(4), 2011.

Manufacturer narrative:
User facility forwarded a report after receiving a faxed letter from biomet on (B)(6), 2011 with event details. This follow-up report is being filed to make the FDA aware that both the manufacturer report number and attached user facility report are for the same patient, part number and event. (B)(4).

Event description:
It was reported that patient underwent reverse shoulder arthroplasty on (B)(6), 2010. Subsequently, a revision procedure was performed on (B)(6), 2010 due to disassociation of the taper adaptor and glenosphere baseplate. The taper adaptor was removed and replaced. The glenosphere baseplate remains implanted.

Event description:
It was reported that patient underwent reverse shoulder arthroplasty on (B)(6), 2010. Subsequently, a revision procedure was performed on (B)(6), 2010 due to disassociation of the taper adaptor and glenosphere baseplate. The taper adaptor was removed and replaced. The glenosphere baseplate remains implanted.

Event description:
It was reported that patient underwent reverse shoulder arthroplasty on (B)(6), 2010. Subsequently, a revision procedure was performed on (B)(6), 2010 due to disassociation of the taper adaptor and glenosphere baseplate. The taper adaptor was removed and replaced. The glenosphere baseplate remains implanted.